Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 error 600.6855, account name: (B)(6). Account #: (B)(6). Asset name: (B)(6). (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) had error 600.6855 on pcu8015 sn (B)(4). Failure device type: alaris system instrument, failure problem type: 8015, failure mode: troubleshooting/ error codes. Case resolution: (B)(4) was aware that his pcu8015 was a 4.7" display and it was eol and end of support. No matter how many times he re-flash the software and disable wireless network, the error code still exist. I advised dale it could be a hard ware issue (network card extension board or logic board). Because these boards are no longer available for the repair, dale agreed to retire his unit. (B)(4).